Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer the led screen was not turning on. Additional evaluation was performed on the device at the manufacturer service center. The previously reported issue of the "led screen not turning on" was unable to be confirmed. The device powered on and operated as intended. The internal battery was replaced as preventative service.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer the led screen was not turning on. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.